Event description:
The patient's left secur-fit advanced hip was revised due to slip and fall which resulted in a periprosthetic fracture.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown size 8 securefit advanced stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.